Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range with high rv lead impedance readings in (B)(6) 2011. Stable around 400 ohms ever since. (B)(4).

Event description:
It was reported that a ventricular polarity switch occurred with notable high right ventricular (rv) lead impedance measurements. It was also reported that during follow up the patient did full isometric testing in an attempt to duplicate the problem, however, none the issues could be reproduced. The patient has had no issues since then. The rv lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that a ventricular polarity switch occurred with notable high right ventricular (rv) lead impedance measurements. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4058m implantable pacing lead (B)(6) 1992. (B)(4).